Manufacturer narrative:
Investigation pending.

Event description:
Caller reported false negative troponin I (tni) results on triage cardiac panel vs beckman. Labs showed abnormal EKG. Customer was sent to cath lab. Cath lab revealed an occlusion and stint was placed.